Event description:
The recipient is reportedly experiencing decreased performance, despite the device testing within normal limits. Programming adjustments have been made.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be pursuing revision surgery at this time. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.